Event description:
New information noted that the patient was discharged the next day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09265. It was reported that a patient presented in clinic. Physician observed the patient had developed an infection. The pacemaker and right ventricular lead were explanted. Patient condition was not reported.